Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 380 mg/dl. A bolus via the pump was delivered and a temporary basal rate was set to lower the bg level. After each occlusion, the customer would perform a system check. The pump and tubing appeared to be functioning as expected and the cannula was not compromised. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to help the customer determine a possible cause of the occlusions.